Manufacturer narrative:
A piece of a fetal spiral electrode was notice in the infant's scalp. This is being considered a serious injury, as emergent care was needed to remove the piece of the spiral from the infant's scalp. Awaiting additional information and availability of the piece of the spiral from the customer. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that one of the two metal spirals were left in the skull of the baby, while still in the uterus.

Manufacturer narrative:
It was reported a piece of the double fetal spiral electrode (fse) tip was noticed in the infants' scalp. After the birth, the metal piece could not be found. The patient had an x-ray to confirm the tip of the electrode was no longer present in the patient. The customer discarded the fse assembly that had been in use on the patient. The customer returned samples of same fse lot as that which was used on the patient. These samples were examined for any tool marks/ manufacturing damage, or material anomies that would weaken the fse spiral (and lead to failure in use). None were found. Although the actual cause of the reported problem is not known, it is possible that the incident was caused by the improper removal of the fetal spiral electrode (over torquing).